Manufacturer narrative:
The insulin pump was received with blank flashing white lcd due to cracked on lcd controller. The analysis was unable to verify missing segments/ partial display due to blank flashing white lcd. The pump was received with cracked retainer, scratched case, broken belt clip rails and minor scratched lcd window.

Event description:
The customer reported via phone call that the insulin had flashing display. The customer's blood glucose was unknown. The customer stated that no report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.